Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Recall #: 2531779-03/24/2010-003-r. Evaluation revealed a damaged force sensor pin. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing; during testing the load step did not recognize the cartridge and pushed the fluid out emitting a "no cartridge detected" warning.

Event description:
Evaluation revealed a damaged force sensor pin. This report is being made based on the evaluation results.